Manufacturer narrative:
The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing . Therapy cable failed inspection unrelated to the reported issue . The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report receiving service error code. Customer care troubleshooted by removing the therapy cable and battery and also switched to the 2nd garment but was not able to resolve the issue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.